Event description:
Pt ((B)(6)) was enrolled in the post-approval coaptite injectable implant study for stress urinary incontinence. On (B)(6) 2011, the pt was injected in two sites with 1.0 ml coaptite, lot 1025769. On (B)(6) 2011, the pt was injected in two sites with 1.0 ml coaptite, lot 1027423. On (B)(6) 2012, the pt was injected in two sites with 2.0 ml coaptite, lot 1027423. On (B)(6) 2011, the pt was diagnosed with a urinary tract infection as a result of ua. The pt was treated with IV antibiotic therapy, imipenem, which resolved (B)(6) 2011. Per physician the event was of mild severity and definitely not related to coaptite. On (B)(6) 2012, the pt was diagnosed with a urinary tract infection as a result of ua. The pt was treated with antibiotics, cipro on (B)(6) 2012. The adverse event resolved on (B)(6) 2012. Per physician the event was of mild severity and definitely not related to coaptite.

Manufacturer narrative:
Add'l lot number 1027423, expiration date: 08/2014. Implant date: (B)(6) 2011. Device manufacture date: 08/2011. The device history records for lots 1025769 and 1027423 were reviewed, all required testing specs were met prior to release, there were no abnormalities noted.